Event description:
Reporter states that the referenced glucose meter provides erratic readings. He states that from one sampling he used 7 different strips and he got 7 different readings ranging from 24 to 180. Patient states that he called the MFR and they went through a test procedure that indicated the device was working ok. He states that he then checked his glucose level using his old meter and that he got a normal reading of 92.